Event description:
Patients representative reported "an MRI test was done and there was found that the implant is intact but with wrinkles", MRI also showed "a discrete liquid of a few millimeters around the left implant that only forms small wrinkles can be found". This relates to the left side. Device remains implanted. Explant surgery scheduled.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Patients representative reported "an MRI test was done and there was found that the implant is intact but with wrinkles", MRI also showed "a discrete liquid of a few millimeters around the left implant that only forms small wrinkles can be found". This relates to the left side. Device remains implanted. Explant surgery scheduled.